Event description:
It was reported by the surgeon that during the procedure he required face reamers for the osteotomy preparation. These were not provided. The surgeon used reamers that he had available within the hospital. There was no adverse affects for the pt.